Event description:
Firm bumps at the site of injections/one bump/more bumps and now has 8/one is about 2 cm in diameter/a lump under my right nostril that felt initially like a pimple/headed down to the left of my lip/slight lumps on right side below corner of mouth [injection site mass], firm bumps at the site of injections [injection site induration] , 2 nodules- small pea size that grew near the left corner of my mouth in the smile line region/non-erythematous nodule [injection site nodule] , right side of nose has swelling again/it won¿t be long before the left side near the corner of my mouth is easily visible [injection site swelling] , rha4 in philtrum/around mouth [off label use] . Case narrative: united states report received from a health care professional via company representative on 20-mar-2025, refers to a 61-year-old female patient who had received rha 4 on (B)(6) 2023, for an unknown indication. The patient's medical history included arthritis (potential spondolosis anchilitis), elevated blood pressure (last 2 had been 160 over 90. Usually low), malignant tumour of breast (triple-negative malignant right and estrogen positive left; both, lumpectomies), acne (badly as a teen), sunburn of second degree (as a child in summers) and 2 ductile papilloma's l breast. The patient's previous medical procedure included total nephrectomy (left kidney), excision of squamous cell carcinoma: topical tx left lower leg, lumpectomy of left breast: estrogen positive malignancy, lumpectomy of right breast: triple negative. The patient's past cosmetic history included neck liposuction. The patient's concurrent conditions included liver cyst of 8.5 cm. The patient had no chronic infection history, no disease affecting the immune system or thyroid gland reported; no family history of auto-immune disease. The patient was not pregnant at the time of the report. The patient's concomitant medications included triamcinolone 0.1 percent ointment and fluorouracil 5 percent cream. An unknown volume of rha 4 was applied at nasolabial folds (1 ml), philtrum (around the mouth area) (0.5.ml) and marionette lines (0.5.ml) via needle and retrotracing technique. Needles supplied in the box were used for product administration. It was not reported if a cannula was used for the administration. Lot: 22222alo and expiration date: may-2024. There were no bumps after the injection. On an unknown date in (B)(6) 2024 (after christmas), the patient experienced a lump under the right nostril that felt initially like a pimple and firm bumps at the site of injection. It grew to be under both nostrils and headed down to left of the lip. The patient also had 2 nodules of small pea size that grew near the left corner of the mouth in the smile line region, slight lumps on the right side exactly below the corner of the mouth. The patient did not disturb it and waited for them to disappear, but they kept growing, and new ones appeared daily. On an unknown date in (B)(6) 2025, the patient presented to hcp with the events and was treated with the shots to dissolve these lumps. It diminished the lump just under the right nostril, but the rest were still there. The other lumps were still growing, and the patient was getting worried about looking like the elephant man. Initially, one bump appeared, but over time, the patient developed a total of eight. Lumps were firm, rubbery, mobile, non-tender, non-erythematous nodules ranging in size from 6 mm to 2 cm wide. The bumps were asymptomatic. Two lumps had recently appeared on the right commissures. Additionally, two lumps on her left upper lip, just above the lip margin, seemed to enlarge and then reduce again. This affected the patient's livelihood. Most of her bumps occurred peripheral to her lips, in the marionette lines and in her ml folds. On an unknown date in (B)(6) 2025 (2 weeks ago), the patient presented to injector with the events and was treated with another round of hyaluronidase injection to no avail. The left side lumps were growing larger and spreading quickly. The patient received hyaluronidase (total of 76 units or 75 units, to be confirm) 0.5cc diluted with 0.5cc 1% lidocaine with epinephrine for left sided lumps. On an unknown date in 2025, the patient was getting pea-sized lumps on their lips as well. Per the patient, people were now noticing the lump under her nose, and the right side was swelling again. It wouldn't be long before the left side near the corner of their mouth was easily visible. As per the patient, it was likely that the issue was from the same batch of injections and around the same time they had the injections. The patient's right sided lumps were treated with kenolog (triamcinolone) at a dose of 2.5 mg/cc. As per the reporter, the lumps in philtrum were decreased, lumps size in l lateral angle of the mouth increased, no change in r side lumps and new lump left lower lip. At the time of the report, outcome of the events injection site lump, injection site induration, injection site nodule was resolving, and outcome of the event injection site swelling was unknown. The intensity of the events injection site lump and injection site swelling was moderate and injection site induration and injection site nodule was mild. It was unknown if the product was available for return. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect: clinical code: e2111, injection site reaction. Health effect ¿ device code: a2304, off-label use. This case is linked with case mcn# (B)(4) and case mcn# (B)(4) (same reporter). Follow-up information received from the consumer on 08-apr-2025, included: additional reporter, onset date for events injection site lump and injection site induration updated (from 08-may-2024 to dec-2024), new events (injection site nodule and injection site swelling), event verbatim for event injection site mass (from firm bumps at the site of injections/one bump/more bumps and now has 8/one is about 2 cm in diameter to firm bumps at the site of injections/one bump/more bumps and now has 8/one is about 2 cm in diameter/a lump under my right nostril that felt initially like a pimple/headed down to the left of my lip/slight lumps on my right side-below the corner of my mouth/mouth/ but they keep growing and I am getting new ones daily/ other lumps are still growing and I am getting worried about looking like the elephant man/the largest is now over 2 cm long and 1 cm wide/ pea size lumps on my lips now as well/the lump under my nose-see for full text, notification) and for event off label use (from rha4 in philtrum to rha4 in philtrum/around mouth) updated. Narrative updated accordingly. Follow-up information received from the consumer on 28-apr-2025, included: reporter details added, patient demographics, historical conditions (arthritis, blood pressure increased, breast tumor malignant, intraductal papilloma of breast, acne and sunburn) added, medical procedures (nephrectomy, squamous cell carcinoma excision, lumpectomy (breast cancer) and neck liposuction) added, concurrent conditions (simple liver cyst), concomitant medications (triamcinolone and fluorouracil) added, suspected product rha4 details (start date, lot number, expiration date, injection site and dose, injection technique, material used) added, outcome of the events injection site lump, injection site induration and injection site nodule updated (from not resolved to resolving) and injection site swelling (from not resolved to unknown), treatment information added, intensity of the events added and event verbatim for event injection site nodule updated (from 2 nodules- small pea size that grew near the left corner of my mouth in the smile line region to 2 nodules- small pea size that grew near the left corner of my mouth in the smile line region/non-erythematous nodule). Narrative updated accordingly. Company comment: for a female patient of unknown age, the company assessment was that causal relationship between rha 4 and the reported medically significant events of injection site lump, injection site induration, injection site nodule and injection site swelling was assessed as possible based on the lack of a definitive alternative etiology, suggestive temporal relationship and the known risk of delayed-onset local reactions with dermal fillers. The company will continue to monitor the benefit-risk profile of product.

Event description:
Firm bumps at the site of injections/one bump/more bumps and now has 8/one is about 2 cm in diameter/a lump under my right nostril that felt initially like a pimple/headed down to the left of my lip/slight lumps on right side below corner of mouth [injection site mass]. Firm bumps at the site of injections [injection site induration]. Two (2) nodules- small pea size that grew near the left corner of my mouth in the smile line, region [injection site nodule]. Right side of nose has swelling again/it won¿t be long before the left side near the corner of my mouth is easily visible [injection site swelling]. Rha4 in philtrum/around mouth [off label use]. Case narrative: united states report received from a health care professional via company representative on 20-mar-2025, refers to a female patient of unknown age who had received rha 4 on (B)(6) 2023, for unknown indication. The patient's medical history was not provided. Concomitant medications and food supplements were not provided. An unknown volume of rha 4 was applied at philtrum (around the mouth area) and marionette lines via needle technique. It was not reported if a cannula was used for the administration. On an unknown date in (B)(6) 2024 (after christmas), the patient experienced a lump under the right nostril that felt initially like a pimple and firm bumps at the site of injection. It grew to be under both nostrils and headed down to the left of the lip. The patient also had 2 nodules of small pea size that grew near the left corner of the mouth in the smile line region, slight lumps on the right side exactly below the corner of the mouth. The patient did not disturb it and waited for them to disappear, but they kept growing, and new ones appeared daily. On an unknown date in (B)(6) 2025, the patient presented to hcp with the events and was treated with the shots to dissolve these lumps. It diminished the lump just under the right nostril, but the rest were still there. The other lumps were still growing, and the patient was getting worried about looking like the elephant man. Initially, one bump appeared, but over time, the patient developed a total of eight. The largest was now over 2 cm long and 1 cm wide. The bumps were asymptomatic. This affected the patient's livelihood. On an unknown date in (B)(6) 2025 (2 weeks ago), the patient presented to injector with the events and was treated with another round of hyaluronidase injection to no avail. The left side lumps were growing larger and spreading quickly. On an unknown date in 2025, the patient was getting pea-sized lumps on their lips as well. Per the patient, people were now noticing the lump under her nose, and the right side was swelling again. It wouldn't be long before the left side near the corner of their mouth was easily visible. As per the patient, it was likely that the issue was from the same batch of injections and around the same time they had the injections. At the time of the report, outcome of the events injection site lump, injection site induration, injection site nodule and injection site swelling were not resolved. The intensity of the events injection site lump, injection site induration, injection site nodule and injection site swelling were not reported. It was unknown if the product was available for return. Health effect: clinical code: e2111, injection site reaction. Health effect ¿ device code: a2304, off-label use. This case is linked with case (B)(4) (same reporter). Follow-up information received from a consumer on 08-apr-2025, included: additional reporter, onset date for events injection site lump and injection site induration updated (from (B)(6) 2024), new events (injection site nodule and injection site swelling), event verbatim for event injection site mass (from firm bumps at the site of injections/one bump/more bumps and now has 8/one is about 2 cm in diameter to firm bumps at the site of injections/one bump/more bumps and now has 8/one is about 2 cm in diameter/a lump under my right nostril that felt initially like a pimple/headed down to the left of my lip/slight lumps on my right side-below the corner of my mouth/mouth/ but they keep growing and I am getting new ones daily/ other lumps are still growing and I am getting worried about looking like the elephant man/the largest is now over 2 cm long and 1 cm wide/ pea size lumps on my lips now as well/the lump under my nose-see for full text, notification) and for event off label use (from rha4 in philtrum to rha4 in philtrum/around mouth) updated. Narrative updated accordingly. Company comment: for a female patient of unknown age, the company assessment was that causal relationship between rha 4 and the reported medically significant events of injection site lump, injection site induration, injection site nodule and injection site swelling was assessed as possible based on the lack of a definitive alternative etiology, suggestive temporal relationship and the known risk of delayed-onset local reactions with dermal fillers. The company will continue to monitor the benefit-risk profile of product.